Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in resetting it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump with the instruction to call back if the issue reappears.